Manufacturer narrative:
Follow-up received on 20-may-2015: consumer reported that x-ray showed there is a large mass in her uterus (discrepant information received) or ovary and it looks like the essure is in the middle of it. Follow-up received on 20-may-2015: no new information. Follow-up received on 29-may-2015: consumer declined further follow-up. Case considered closed. Follow-up received on 28-may-2015: no new information was provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and in a x-ray of her pelvis, one (device) was floating around in her pelvic area (seen as device dislocation). It was also reported that the other was still lodge in her uterus (seen as device embedded). Both events are serious due medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this case, the exact date and circumstances of these events are not known, however; given their nature, causality is assessed as related to essure use. On follow up consumer reported that on x-ray a large mass in her uterus or ovary was seen and it looks like the essure is in the middle of it (unlisted event). This is discrepant information, since the consumer had also reported that she underwent a hysterectomy. However, since the essure seems to be in the middle of the mass, despite the discrepant and limited information received, in a conservative approach this event was assessed as related to essure. This case was regarded as incident since a surgical intervention was required. Other non-serious events were mentioned. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected since consumer denied further contact.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from an adult female consumer in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted 4-5 years ago. Consumer asked what does the essure looks like and wonders if it is a 6 little plastic pieces. According to her, she doesn't think she has it anymore. The devices came out in her period and she went to the health care professional a short while after it came out. She thinks it has been awhile, 2-3 years. In addition, consumer reported she had an x-ray of her pelvis for something else, following her chiropractor request two weeks previous to this report. The exam showed one (device) is floating around in her pelvic area. Follow-up received on (B)(6) 2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this product technical complaint was initiated due to a request for confirmation of quality. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical events and a quality defect. Follow up information (essure questionnaire) received on (B)(6) 2015 from consumer: consumer demographics were added. The consumer was (B)(6) at time of this report. She was gravida 2 and para 1, on an unspecified date she had a spontaneous abortion. Essure was inserted in 2009/2010; and it was not inserted after a pregnancy. The consumer used condoms as back up contraception. On (B)(6) 2015, a pelvic x-ray was done (no results provided). She stated that experienced some cramping, bloating and a uterine fibroid tumor. When asked if a partial perforation/embedment occurred the consumer reply was yes. She stated that "some most thru a heavy menstrual cycle" (no other specified - understood as one essure device) and the other was still lodge in her uterus. She was not sure if the uterine fibroid tumor was affected. The perforation did not occur during the insertion procedure. She also mentioned that pregnancy did not occur. The essure devices were not completely removed; and there was no plan to remove it. On (B)(6) 2015, a laparoscopy was done along with a hysterectomy, which she stated that it was necessary. No pathology result was available. When asked if she recovered from the essure removal procedure her reply was "unknown". Follow up from (B)(6)2015: ptc result updated with no major changes. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and in a x-ray of her pelvis, one (device) was floating around in her pelvic area (seen as device dislocation). It was also reported that the other was still lodge in her uterus (seen as device embedded). Both events are serious due medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this case, the exact date and circumstances of these events are not known, however; given their nature, causality is assessed as related to essure use. This case was upgraded to incident since a surgical intervention was required. Other non-serious events were mentioned. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected..